Event description:
It was reported that smoke came from the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
L9000 s/n (B)(4) was returned to stryker for analysis. The customer complaint of "smoke from unit" was confirmed. Visual inspection: 1. The jaw handle was removed and missing from the console. 2. The light pipe color sensor monitor cable was disconnected from the main board assembly. The color sensor component was detached from the main board. Functional inspection: 1. The unit powered up properly to standby mode and there was no indication of smoke from the unit or components; however, there was a singe mark on some of the components that indicate that a heat issue previously occurred. 2. While in standby mode, the unit then displayed an e4 error code. The e4 error is an indicator for a failure of the led fan, led fan support components, or the fan speed detection module. 3. Measurements and electrical testing confirmed that fan speed detection module had an internal electrical short. The fan speed detection module is supplied by a vcc voltage of 12 and 3.3 volts. Probable root cause: excessive lint/dust build up inside the unit contributed to over temperature inside the unit; this was a factor in the electrical component breakdown. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that smoke came from the unit.